Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 and h6 (remove 10 ¿ testing of actual/suspected device). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for evaluation of the reported issue. The endoscopy support specialist (ess), on behalf of the customer, informed the olympus technical staff (tac) that the scope was reprocessed in a medivator without an alcohol flush at the end of the cycle. Later, it was identified that the wrong program had been accidently selected on the medivator and the customer was advised to correct it. It confirmed that the medivator has been changed to correct program. The customer confirmed that troubleshooting was completed. Based on the results of the investigation, there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. The endoscopy support specialist provided a reprocessing in-service or reprocessing training to the user facility staff. The root cause of the suggested event could not be specified. The instruction manual states the preventive measures in "gif/cf/pcf-190 series reprocessing manual". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope was reprocessed without any alcohol flush performed at the end of the cycle. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.